Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional data- b5, g2. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the 3.5mm titanium locking compression plate reconstruction plate broke when the surgeon attempted to implant. It is unknown if there was any surgical delay. Patient and procedure outcome are unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the plate is bent in all axis and shows significant use. It is broken at hole b1. There are several nicks and marks on the surface of the part, mainly around hole a3, b1 and b2 and strong scratch marks on both sides of the plate. The holes a3 and b2 are geometrically deformed and not round. Document/specification review: the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release (june 27, 2016) with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to the complaint condition. Dimensional inspection: the plate thickness is part of the raw material form. It was inspected and documented as part of the raw material inspection. The raw material has been inspected prior to its use. It is documented in the raw material certificate. The results of all thickness measurements were recorded as part of the final inspection. All measurements were in specification. The results of the width of the first and the last recon notch measurements were recorded as part of the final inspection. All measurements were in specification. Material or hardness review: the raw material certificate has been reviewed. The lot has been released on june 08, 2015; all values have found to be in specification. Summary: the returned plate with article number 445.051 (lcp recopl 3.5 straight w/combined hole) with the lot number l053737 is broken straight through hole b2. The device has multiple nicks and marks and shows signs of significant use. The complaint regarding the break of the device is confirmed. The DHR has been reviewed and no ncrs were generated during the manufacture of the product. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. It is determined that the plate broke bent due to post manufacturing damage. No manufacturing related issues were observed during investigation. Therefore, the complaint is acknowledged but not valid from the manufacturing point of view. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 445.051. Lot: l053737. Manufacturing site: raron. Release to warehouse date: 13.jul.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure, the 3.5mm ti lcp® reconstruction plate 5 holes/70mm broke when the surgeon attempted to implant. It is unknown if there was any surgical delay. Patient and procedure outcome are unknown. This report is for one (1) 3.5mm ti lcp® reconstruction plate 5 holes/70mm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.